Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
*Us legal* it was reported that during a right femur removal of hardware, revision of nonunion and im nailing with orif on (B)(6) 2021, the patient suffered from acute blood loss anemia and hypokalemia. The patient received a blood transfusion to maintain hgb levels stable. The outcome of the patient is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, there is no evidence that supports that the blood loss anemia and hypokalemia are related to the s+n implants being used to repair a previous nonunion as the hypokalemia was noted and treated before the devices were implanted. The post-operative blood loss anemia is a known surgical complication and is related to the procedure. The patient impact beyond the blood transfusion, iron infusion, and prolonged hospital stay cannot be determined at this time. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. The specific condition reported under this event is not related to the device. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to surgical complication or patient medical history. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.